Event description:
It was reported that the pulse generator was unable to be interrogated. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found a flipped bit in the product code which contributed to the interrogation anomaly. Analysis confirmed normal battery depletion.